Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information is received.

Event description:
The customer reported there were air/water flow issues from the air/water flow system of the evis exera ii gastrointestinal videoscope. There was no report of patient harm or impact due to this event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the air/water nozzle was found to be clogged with foreign material. This report is being submitted for the foreign material found during evaluation of the device.